Event description:
It was reported that an occlusion alarm occurred. Multiple follow attempts were made by tandem customer technical support cts, however, no response was received by the customer. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.